Event description:
After an implantation period of approx. 10 months, it was reported that the patient was hospitalized due to a loss of capture leading to syncope. External ECG confirmed loss of capture on the ventricular channel.

Manufacturer narrative:
We received your event description for the above mentioned devices. As of today, the medical devices are not available for analysis, therefore the devices themselves could not be investigated. The analysis is thus based on the inspection of the quality documents associated with the manufacture of these particular devices as well as the data returned for evaluation. The manufacturing process for the lead and the pacemaker was re-investigated and all production steps were performed accordingly. There was no sign of any inconsistency during the manufacturing process. The final acceptance test of the pacemaker proved the device functions to be as specified. At a next step the returned device data were thoroughly inspected. The clinical observation was confirmed. However, the inspection did not show any indication of a device malfunction. According to the data the pacemaker functioned as expected. Based on the information available for analysis, the root cause of the clinical observation was not determinable. It cannot be excluded that a temporary unstable pacing threshold might have led to this observation. However, no conclusions can be drawn. There was no indication of a material or manufacturing problem of these devices.